Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of a 5.5 cm abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 24.9 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 160 mm. Vessel morphology is unknown. The patient has a history of chronic obstructive pulmonary disease. It was reported that the two-month follow-up demonstrated that the aneurysm diameter had decreased to 5.0 cm. In 8/02, the aneurysm diameter had increased to 5.5 cm, and a type I endoleak was noted. 4 months later, it was reported that the aneurysm diameter had increased to 6.5 cm, and that the endoleak has not resolved. The physician did not feel that a second endovascular procedure would be successful; therefore, the device was explanted. No clinical sequelae were reported, and the patient is reported to be fine. It is unknown if the patient is a suitable candidate for open surgical aneurysm repair. The explanted stent graft has been received by medtronic ave, and its analysis is pending.